Event description:
The customer reported to baxter healthcare one clearlink secondary medication set in which the luer became disconnected from a phaseal injector during infusion of herceptin resulting in a drug spill and exposure to the patient who was being treated for breast cancer. There is patient involvement; however, no patient harm is reported. No further information is available.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.